Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error or a33 alarm noted and the motor was tested outside the device and passed motor test. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they received compromised force sensor system alarm and a motor error alarm. The customer's blood glucose was 188 mg/dl at the time of incident. The customer's mother stated that the drive support cap was normal. The customer's mother was advised to use back-up plan. The insulin pump will be returned for analysis.